Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 08/29/2007 and 08/30/2007 by mail, fax and phone. Additional information was received 08/30/2007 and 09/06/2007 by phone and fax.

Event description:
A consumer reports blurry near vision following intraocular lens (iol) implant surgery.